Event description:
The reporter stated that the drill bit smokes every time it is used. It happens on hard and soft bone, at drill and reamer speed, and with new and used bits. No adverse patient outcomes have been reported as a result of these events.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.